Event description:
It was reported that the delivery system kinked. Procedure summary: the 23 mm lotus edge valve system (lot# 23962060) was loaded onto a xs safari guidewire. The lotus edge valve kinked at the mid portion of the constrained valve in the delivery system, while entering the isleeve sheath, as the sheath was not fully inserted as directed. The isleeve was then adjusted to proper insertion depth. No adverse event, a new 23mm lotus edge valve was successfully deployed. The patient was discharged the next day and is doing great.